Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a charging issue. There was no patient involvement.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). Additional contact information : (B)(6). A getinge field service engineer (fse) had evaluated the unit and replaced the ((B)(6)) power management board and solved the problem. After the replacement the symptoms improved and it handed over the customer in good condition and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.